Event description:
It was reported that the pulsavac plus didn't work. It was noticed that the battery was leaking after surgery. An alternate device was used to complete the surgery. There was no patient/user harm and no surgical delay reported. Additional clinical f/u info confirmed that the patient was not exposed to be leaking battery contents. No additional clinical info was received prior to this report.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.